Event description:
It was reported that on (B) (6) 2009, when putting her speech processor and coil on in the morning, the patient perceived no sound, or probably a very faint noise through her implant. The patient could move the coil 2mm below where it usually is and the sound returned. This status lasted approximately 30 minutes. The same occurred again on (B) (6), after getting up in the morning, but lasted approximately 1 hour 15 minutes. It was finally possible to reactivate the implant function by slightly pressing on the implant stimulator where the ground electrode is located. Later on in the day, when the implant was functioning, the same manipulation or pressure did not have any effect. The patient's hearing was absolutely stable. The external equipment has been checked out and is functioning correctly. There appears to be impedance fluctuation of the ground electrode by an unknown cause. The patient denies blowing her nose vigorously and there is no concern over the placement of the device.

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.